Event description:
Info received indicates the unit leaked from the arterial sampling (luer) port five minutes after the start of ECMO bypass. The unit was changed-out of the circuit with no consequence, other than blood loss, reported for the pt.